Event description:
It was reported that there was a loss of capture and r wave amp variation on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.